Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic and stored egms noted patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information is available.